Event description:
Customer reported being recently hospitalized due to kidney, heart, and liver problems. Customer was not using an insulin pump at the time of the call. Blood glucose level was 278 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).